Manufacturer narrative:
8/4/1998-supplemental report #1 sent to FDA. Additional data entered in d9. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The device was used during a total gastrectomy procedure. Reportedly, the suture disengaged. The surgeon used another instrument to complete the procedure. The hospital has reported no pt injury occurred.